Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On may 17, 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultra2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged issue began on an unspecified date in 2022. The patient claimed they were unable to obtain a blood glucose result due to the alleged issue and had stopped monitoring their blood glucose. The patient manages their diabetes with diet and exercise. It was not reported if the patient took any action regarding their normal diabetes management in response to the alleged issue. The patient claimed that as a result of the alleged issue, they developed symptoms of feeling ¿dizzy, headache, blurred vision and then passed out¿ on (B)(6) 2023, at around 8:30 pm. Around 1 hour after the onset of symptoms, the patient was reportedly taken to the hospital where a blood glucose result of ¿200 mg/dl¿ was obtained on the hospital meter. The patient was hospitalized for 2 days and was treated with 2 units of insulin, intravenous fluids, and antibiotics. The patient informed the cca that they are now to consult with their doctor about their diabetes management. At the time of troubleshooting, the cca noted the test strips had expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event requiring medical intervention after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.